Manufacturer narrative:
Product complaint #: (B)(4). The purpose of this MDR submission is to report the findings of the device investigation. The embolic coil was noted to being kinked and stretched, meeting regulatory reporting criteria. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg. Initial reporter phone: (B)(6). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by a health care professional, during a coil embolization of the arteriovenous fistula (davf), the physician attempted to re-sheath a 1mm x 4cm galaxy g3 coil (glm910040, l15395) but it was not able to come out from the sheath introducer. It occurred before it was inserted into the patient. It was replaced with another same sized coil and the procedure was completed. Six competitive coils were used before the complaint coil. The customer states there is no additional information available. One non-sterile unit galaxy g3 mini 1mm x 4cm was received inside of a pouch. The received device was visually inspected, the dpu was found several kinked inside the introducer. Then a microscopic analysis was performed, and the embolic coil was found kinked, stretched and stuck inside the introducer. No other damages were observed. A manufacturing record evaluation was performed for the finished device l15395 number, and no non-conformances related to the reported complaint condition were identified. The complaint reported by the customer ¿coil ¿ impeded-in introducer¿ was confirmed. The embolic coil was found kinked and stretched inside the introducer tube and may this contribute to an impediment. Due to this observation, the event has been confirmed. The stretched and kinked condition appears to have been caused by excessive force. Neither the analysis nor the mre suggest that the failure reported could be related to the manufacturing process. Impeded in introducer is a known potential issue associated with the use of the device. The IFU contains several cautions relating to this situation, including instructions for troubleshooting the situation should it be encountered during use. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failure and damages on the returned system. The event description does not report any damage of the embolic coil. However, 100% of devices are inspected for damage at the quality control (qc) final inspection. Thus, it is very unlikely that the device left the manufacturing facility with the observed damage. Kinking can be caused by the application of excessive force to a device while trying to advance against resistance and stretching is generally caused by the application of excessive force to a device while trying to retract against resistance. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported by a health care professional, during a coil embolization of the arteriovenous fistula (davf), the physician attempted to re-sheath a 1mm x 4cm galaxy g3 coil (glm910040, l15395) but it was not able to come out from the sheath introducer. It occurred before it was inserted into the patient. It was replaced with another same sized coil and the procedure was completed. Six competitive coils were used before the complaint coil. The customer states there is no additional information available. Based on the findings of the device investigation, the embolic coil was noted to being kinked and stretched.